Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and lot level similar incident for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3; device returning updated from ni to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The xience skypoint stent delivery system (sds) could not be deployed. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.